Event description:
It was reported that the patient sustained unspecified personal injury from the implantation of rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l5-s1 using rhbmp-2/acs, combined with autograft, placed inside of an interbody cage. Following the surgery, the patient developed an immediate fluid collection, as well as severely worsening left leg pain. The patient underwent additional imaging. A CT scan dated (B)(6) 2013 demonstrated that the patient had developed ectopic bone growth at l4-5, l5-s1, as well as the left side of l3-4. The patient has never recovered from her surgeries, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.